Manufacturer narrative:
Evaluation summary:. Defib conductor fracture (overstress); full lead analyzed.

Event description:
It was reported that intermittent ventricular sensing and defibrillation impedances (rv and svc) > 200 ohms were observed. The lead was replaced and no patient complications have been reported as a result of this event.